Event description:
It was reported that tubing set developed a balloon in the silicone segment at the "lakes" facility.

Manufacturer narrative:
The customer complaint of balloon in the silicone segment was confirmed per photo received by the customer. Photo provided shows a bulge/balloon in the silicone segment tubing near the upper portion of the upper fitment. The root cause for this event could not be determined.

Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided.

Event description:
It was reported that tubing set developed a balloon in the silicone segment at the "lakes" facility.